Event description:
Affiliate reported that the pt condition was not improving; therefore, the device was replaced as a result of a blockage confirmed by a shuntography.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The device was tested and passed all tests. The problem reported by the customer could not be duplicated in the laboratory setting. It might be possible that during the affiliate¿s inspection, prior to the manufacturer¿s investigation, the debris may have been flushed out. This however, could not be confirmed. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.